Manufacturer narrative:
The reported leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, the introducer was leaking blood. The device was replaced and the procedure was completed with no adverse consequences to the patient.